Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was used as a temporary pacing lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported. Additional information indicated that this lead was used as a temporary pacing lead and was never fully inside the patient's body. Per normal procedure, this temporary system was removed when a permanent system was implanted. Also, this lead was discarded. There were no adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.